Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Technical support provided guidance to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue occurred again.